Event description:
This lead was implanted on (B)(6) 2007 and explanted on approximately (B)(6) 2011. Due to an infection. The physician was dr. (B)(6). No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).